Event description:
It was reported that the patient developed an infection at the pocket and midline incision sites. Symptoms of fever, pain and oozing incisions were noted. The physician believed that the infection was device or procedure related. The patient was admitted to the hospital and was placed on antibiotics. The patient underwent a spinal cord stimulator (scs) system explant procedure and expected to fully recover. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-70, serial number: (B)(6), batch/lot number: 5006020, model/catalog description: infinion pro lead kit, 16 contact, 70cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-70, serial number: (B)(6), batch/lot number: 5002137, model/catalog description: infinion pro lead kit, 16 contact, 70cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, serial number: na, batch/lot number: 37920470, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient developed an infection at the pocket and midline incision sites. Symptoms of fever, pain and oozing incisions were noted. The physician believed that the infection was device or procedure related. The patient was admitted to the hospital and was placed on antibiotics. The patient underwent a spinal cord stimulator (scs) system explant procedure and expected to fully recover. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event:model number/catalog number: sc-2318-70,serial number: (B)(6),batch/lot number: 5006020,model/catalog description: infinion pro lead kit, 16 contact, 70cm,unique identifier (UDI) #: (01)00191506018733(17)270806(10)5006020(21)5006020.model number/catalog number: sc-2318-70,serial number: (B)(6),batch/lot number: 5002137,model/catalog description: infinion pro lead kit, 16 contact, 70cm,unique identifier (UDI) #: (B)(4).model number/catalog number: sc-4318,batch/lot number: 37920470,model/catalog description: clik x anchor sterile kit,unique identifier (UDI)#: (B)(4).investigation results:all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record:it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.